Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced vaginal bleeding, frequency, urgency, painful sexual intercourse and urination, vaginal scarring, mesh erosion, urinary retention and vaginal, abdominal and pelvic pain as results of the implantation. Patient had underwent subsequent surgical procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.